Event description:
The following has been reported: biomed reported: maintenance issue the unit with an issue is s/n (B)(6) it is stating to reload cassette tubing set is misloaded. Customer tried several, with no change. Customer reported no patient harm and no report of issue stopping active infusion. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No pump was returned, therefore the complaint could not be confirmed or refuted. This issue mechanical hardware failure (av sticky valve) is tied to CAPA lvp sticky fluid valve actuator (fva) failures from complaints. Pump problem alarms due to sticky fluid valve actuators. Per the preliminary technical failure summary e customer was able to clean the av pin and perform a successful test infusion. The pump can be returned to customer use. There were no other incidents in production of this product that would have caused the reported issue.